Event description:
It was reported, the sonic beat tissue pad came off on the second output. It did not fall off inside the patient¿s body. The issue occurred, during a therapeutic laparoscopic ileocecal resection procedure. There was no delay. And the procedure was completed using a similar device. The product was inspected before the procedure. And there was no abnormality. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1: address establishment name: (B)(6) medical center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the ultrasound was emitted with the gripping part closed without gripping the tissue (including after the tissue was cut) which led to the tissue pad being worn out and falling off. The event can be prevented by following the instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separation. Do not close the gripper and perform output when there is nothing being gripped between the gripper and the tip of the probe, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Abnormal heat generation due to friction may result in damage, deformation, or falling off of the gripper and probe tip, or part of the tissue pad may come off, leading to severe wear. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·when treating biological tissue or blood vessels, apply light tension to make the incision so that the incision can be seen . Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may lead to damage, deformation, or detachment of the gripping part (both the stainless steel part and the fluororesin part) and the tip of the probe, or part of the tissue pad may peel off. Olympus will continue to monitor field performance for this device.